Event description:
It was reported the device was used during a laparscopic hernia repair. It was reported the ems was labeled as not working properly. It was not known who used the device or the difficulty encountered. It was reported a staple may be jammed in the device. There was no consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable. H10: additional MFR. Narrative: the instrument was received with a formed a 4 twisted staples jammed in the cartridge nose. The instrument had been dry fired (fired away from tissue) causing the formed staple to be drawn back into the nose. The instrument was then refired repeatedly, causing the jam up. The formed and twisted staples were removed and the instrument then functioned as designated. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the cartridge nose, followed by 4 twisted staples. The 4 twisted staples had been fired after the formed staple jammed in the nose and were fired over top of one another. The formed and 4 twisted staples were removed from the cartridge nose. The instrument was then cycled, fired and properly formed the remaining 17 staples without incident. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.